Manufacturer narrative:
The returned screw was examined under magnification. No damage was detected. Additional MDR's associated with this event: 3025141-2016-00243: plate, 3025141-2016-00244: screw 1, 3025141-2016-00245: screw 2, 3025141-2016-00246: screw 3, 3025141-2016-00247: screw 4, 3025141-2016-00248: screw 5, 3025141-2016-00249: screw 6 and 3025141-2016-00251: screw 8.

Event description:
An implanted clavicle plate broke at some point post operatively. The plate and screws were explanted.